Manufacturer narrative:
A ge rep evaluated the system and regreased the high voltage connectors. System operates as intended. (B) (4).

Event description:
Customer reported a loud pop and an error code was displayed. No pt injury was reported.